Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered, shaft break occurred and the patient died. The 70-80% stenosed target lesion was located in the diagonal, ostial left anterior descending (lad) and ostial circumflex (cx) artery. A non bsc angiosculpt balloon was use to pre-dilate the diagonal and lad lesion. Vessel dissection was then identified in the left main artery that extended into the lad and cx. A guidewire was placed down the cx. A 3.0x32 promus premier¿ drug eluting stent was advanced in the lad and a 3.50x20mm promus premier¿ drug eluting stent was advanced in the cx. After both stents were deployed, the physician then attempted to remove the 3.5x20 stent delivery system from the cx but met resistance. The physician continued to pull on the delivery system until the shaft broke. The stent balloon was still located in the distal guide catheter. A balloon was advanced into the guide catheter and inflated distal to the remaining balloon and shaft. The inflated balloon was then retracted using the inflated balloon. All parts of the distal shaft and balloon were removed. The 3.0x32mm promus premiers stent delivery system was removed. The lesion was rewired and serial post-dilatations were performed. A non bsc catheter-based pump was inserted to support the patient and the procedure was completed. Two days later, the patient died. The cause of death is unknown.